Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was bulging the following information was received by the initial reporter with the following verbatim it was reported by customer that the tubing gets a bulge in it when fluid is administers.

Manufacturer narrative:
One photo was taken by the customer that confirms the failure. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.